Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing exhibited inconsistent priming. The device was primed to 19.6 ml and had over 85 ml remaining after infusion. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Date of event updated.